Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that  a screw skived twice during a case. The plan was a long construct l1 to s2 with 14 screws in the plan. On l4-right, the screw skived laterally. The manufacturer representative said that the patient had abnormal anatomy in that area. The surgeon used an imaging system to confirm that the screw skived. The surgeon decided to remove the screw and attempt the insert the screw again, but it skived again. The surgeon decided to leave the screw out since there were sufficient screws before and after this screw for the surgery to still be successful. It was also reported that the system is taking a long time to calculate the next trajectory. The manufacturer representative initiated the calculations for the next trajectory while the surgeon was working on the current trajectory. She said the calculations would take about 30 seconds or longer. There was no impact to the patient outcome.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the system. At the time of the system checkout the surgical arm was replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The surgical arm was returned for product analysis. The analysis determined that the arm had a harmonic drive failure, drive card failure, encoder failure, a worn/torn harness, a faulty motor, failed accuracy test, and bearing failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis the determined that the probable cause of the reported lateral deviation at l4 right was tool skiving during instrumentation. This deviation is attributed to the reported abnormal anatomy and the slight potential for lateral skiving in sub-optimal planning. The drill for the second plan of this trajectory may have deviated into the pre-existing screw path of the first plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.